Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 333 mg/dl. Infusion set was changed. Manual insulin injections and correction boluses were administered to address bg. Pump system check found an air gap in the tubing. Tandem technical support instructed customer to prime air out of tubing. Reportedly, customer used humalog in the tubing for 3 days versus the labeled 48 hours. Tandem reviewed the labeling for the insulin with the customer.